Event description:
The filshie clamps were put in at (B)(6) 2014 after my second c section recently after being in pain for awhile. I went to the ER and they discovered (with a CT scan) that the clamp on the right had dislodged and was in my lower left abdomen.